Event description:
During a gastronomy procedure using a cre balloon dilatation device (18-20mm), and aided by fluoroscopy, an esophagel dilatation was attempted by the surgeon on a pt. The balloon was inflated with contrast dye. Initial inflation of the device to 18mm was maintained for 10-30 seconds and the balloon was deflated. The physician pulled the balloon for another dilatation. When he pushed the balloon back in and out of the scope, he felt resistance, but he was able to back out to the scope. The dr visualized the stricture and decided to perform the procedure out of scope. He attempted to dilate a third size. The nurse inflated the balloon, after 10-15 seconds, the nurse noticed that she had no more resistance on the handle and the needle on the syringe dropped to "0". The balloon catheter burst, and was reported to have ruptured the pt's esophagus. The syringe which contained approx 5ml of contrast dye was not injected. Fluoroscopy indicated that the dye was outside of the balloon. The procedure was then stopped and an emergency thoracotomy with distal esophageal repair of the perforation was performed. The complainant reported that the "pt remains in ICU in stable condition."